Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was inappropriately shocked by the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing with small qrs signals. Shock impedance was 161 ohms. Boston scientific technical services (ts) was contacted to troubleshoot and discussed the importance of proper implant location. The s-ICD appears flopped out instead of being against the ribcage and the electrode is located left parasternal. Smart pass analysis was recommended to see if a new s-ICD system would benefit the patient with the new smart pass feature. At this time, primary seems to be the best vector based on screening. An x-ray is planned and episodes will be sent in for smart pass analysis. No adverse patient effects were reported. Additional information was received that the s-ICD system was explanted due to a series of inappropriate shocks and replaced with a transvenous system. No additional adverse patient effects were reported.